Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, broken haptic was noticed. The patient was in contact with the product, but surgery was competed successfully with another same diopter lens on same day without any impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The account indicated the use of a qualified associated cartridge with a non-qualified handpiece and viscoelastic. The root cause is most likely related to a failure to follow the IFU (instructions for use). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The product has not been received to evaluate. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).